Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report:1627487-2018-05007. It was reported that patient¿s drg leads had migrated. X-ray diagnostics confirmed leads had migrated toward the pocket site. As a result, a surgical procedure may be pending to address the issue.

Event description:
Device 2 of 2: reference MFR report:1627487-2018-05007. Follow up revealed that the issue has been resolved.

Event description:
Device 2 of 2, reference MFR report:1627487-2018-05007. Further follow up revealed that patient underwent a surgical procedure on (B)(6) 2018, wherein drg leads were revised. Reportedly, one lead was placed at s1 and one at s2.